Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that while preparing the room for a laparoscopic gastric sleeve, the scrub tech loaded the device with a green cartridge, proceeded to close the device and heard a crunching sound after which the device would not open. The scrub tech tried using the knife reverse switch but could not open it, so the closed device was set aside. Another device of the same product code was pulled and used for the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(40. Batch # m54495. The long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. No unusual strange noises were heard during functional testing and the manual switch worked as intended.